Event description:
Reference MDR #1219856-2009-00581 for the first event involving same patient. It was reported that cath lab manager called to ask sheath size that comes in kit. She stated that they had an emergent insertion and physician had some issues getting catheter to pass through sheath. They attempted three catheters and on the third one, physician used a 9 french sheath. She wanted to know what size sheath was in kit and if there would be any problems. She thought the sheath used was smaller than the one in the kit. She wanted to know if there would be any special considerations using a sheath other than the one in the kit. She thought she remembered the one in the kit being 9.0 french. She felt the issues on insertion were due to a "chaotic atmosphere." After determining catheter to be a iab-05840-u, the clinical support specialist (css) told cath lab manager that sheath size is 8 french. Css did explain that our narrow flex catheters ((B)(4)) are 9.5 french sheaths and that could be what she remembered. Css explained that if they were able to insert catheter without difficulty and membrane cleared sheath, then there should be no complication associated with using the other sheath. Css asked if they were using the wire reinforced sheath, and she said, yes. Css recommended if problem should happen again, that they attempt insertion with the polyurethane sheath in kit as it is more compliant. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.